Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The valve seals were replaced. The valve seals were damaged when removed and were disposed of. The software was updated. The system was then tested and met all product specifications. (B)(4).

Event description:
The nurse reported a system message displayed during set up. The system was rebooted three times. The case was delayed 20 minutes while troubleshooting on the phone with the company technical support specialist. The system was rebooted the fourth time and the system passed priming and tuning. The case proceeded and was completed. No pt injury was reported.